Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient was having deflation issues with his inflatable penile prosthesis (ipp). A revision surgery was performed in which the balloon was removed and replaced because it folded in half causing an inadequate filing of the device. No patient complications were reported.